Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she obtained the alleged error message on (B)(6) 2017 at 11:00 am. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management routine due to the error message appearing. The patient claimed that two and a half hours after the error message appeared she developed symptoms of ¿blurred vision and irritable.¿ the patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr documented that the test strips were in good condition however noted that the patient was following the incorrect testing process. The csr walked the patient through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged error message appeared. The subject meter could not be ruled out as a cause or contributor to the event.